Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion." According to the customer: "the customer has had another incident reported to us for a perfusor space screen issue - the screen has gone blank while in use. Equipment: patient became hypertensive suddenly on looking at the pump which had snp running it was found to have a blank screen. Unable to restart this. Details: patient became suddenly more hypertensive, pump observed to be a blank screen. Tried resetting pump but unable to restart. Called for assistance, retrieval nurse outside room. Whilst I quickly reset another pump she tried to get original pump working with no success. Increase in medication at this time to maintain control of bp."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed, because no sample was sent into the service repair shop in melsungen for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed.